Manufacturer narrative:
Per tandem¿s user guide: ¿check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the tubing during multiple fill tubings with multiple infusion set tubings. During troubleshooting, the customer disconnected then reconnected the luer lock connection, filled tubing, and saw drops of insulin exit the tubing. Blood glucose was 138 mg/dl.